Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc set with multiple components for evaluation. The arrow raulerson syringe (ars) and introducer needle were not returned. Visual inspection of the ars could not be performed as it was not returned for analysis. A device history record review was performed with no relevant findings. The customer report of an ars leak could not be confirmed through complaint investigation of the returned sample. The ars and introducer needle were not returned. A device history record review was performed with no relevant findings. Based on these circumstances, and without the complete sample returned for analysis, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. The patient's condition is reported as fine.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).